Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited oversensing over the past few months. An x-ray and routine device checking has been done and everything appears normal. The device remains in use. No patient complications have been reported as a result of this event.